Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID, 8578 serial# (b)(46), implanted: 2012 (B)(6), product type accessory (B)(4).

Event description:
It was reported, the system was removed due to infection sometime in (B)(6) 2012. Additional information has been requested but was not available at the time of this report.